Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review of system logfiles revealed corrupted software of suite pc. Upon troubleshooting, the philips field service engineer (fse) confirmed the issue was with the suite pc software. To resolve the issue, the fse has done the full software installation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.